Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user will be revised on (B)(6) 2022.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device did not provide sufficient benefit due to a partial migration of the active electrode array out of cochlea. According to the device explantation report form 6-7 channels were found extra-cochlear. Furthermore, one channel was left out of cochlea at implantation surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. Reportedly, the user has had poor benefit with the device since implantation and has been a non-user for the past 6 months. The user will be revised on (B)(6) 2022.